Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an abre stent was used to treat the patient. 2 weeks post procedure patient suffered left foot gangrene, infection, and abscess. Patient went to emergency room noting increased edema on left 5th toe with surrounding erythema. There was also sloughing skin, and the patient's pain was 10/10. It was decided to amputate the 5th toe. Due to left foot gangrene, diabetic foot infection, and abscess. Patient brought back in for partial 5th metatarsal excision and wound closure. Patient recovered with sequelae.